Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 63.00 mg/dl compared to readings of 258.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified that no failed drawers were present in populate buttons and confirmed that oxycodone items were correctly assigned to drawers 3 and 4 in the cycle count screen. Tss guided the customer through cycle counting, that was completed successfully with no issues observed. The customer confirmed normal functionality and authorized case closure, with no problem found. The system functioned as intended after technical support specialist investigated the device.